Manufacturer narrative:
(B)(4). Unit passed displacement, self tests. However, unable to uploaded on to carelink pro due to moisture damage on electrical board.

Event description:
Information received by medtronic indicated that the customer was not able to upload insulin pump as customer was getting server error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.